Manufacturer narrative:
Review of event description: it was reported that the patient received primary tha on sep 29, 2020 and underwent a revision surgery on nov 18, 2020 due to luxation of the hip joint. Review of received data: x-rays: two x-rays were received for investigation that cover the time in vivo of the implants concerning this complaint. First x-ray, dated 24 oct 2020 clearly shows a joint dislocation while the x-ray dated (B)(6) 2020 shows the reduced joint. A pelvis overview, taken on (B)(6) 2021, was also received and shows a subluxation of the femoral head within the acetabular shell. The inclination angle is estimated to be approx. 47°. Surgical report: neither the implantation nor the revision report was submitted. Patient data: patient data was not provided due to patient privacy policy. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination of the shell and the insert was approved by zimmer biomet. However, as the head remains unknown it is not possible evaluate the product compatibility between the head and the insert. DHR / ncr review:the ncr and DHR review showed that all released products met the specifications valid at the time of production. 1 part was scrapped as the articulation surface showed machining marks. Surgical technique valid at the time of implantation: regarding the final implant insertion allofit shell without screw holes, page 6: connect the inserter to the final implant and seat the shell into the acetabulum with a 40 ¿ 45° inclination and 10 ¿ 15° anterversion. Conclusion: it was reported that the patient received primary tha on (B)(6) 2020 and underwent a revision surgery on (B)(6) 2020 due to luxation of the hip joint. The x-rays show a joint dislocation that was reduced afterwards. It is unknown if this dislocation led to the revision surgery or if more dislocations occurred. Based on the x-ray dated jan 13, 2021, the inclination angle is approximately 47°, which is steeper compared to the 40 to 45° inclination angle described in the applicable surgical technique valid at the time of implantation. Additionally, no product was returned, hence visual and dimensional evaluation could not be performed; therefore, the condition of the parts are unknown. Further, there are no information available about the implanted head. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The reasons for hip dislocation are multifactorial, with contributing factors from the patient, the implant, and the surgical procedure. Possible root causes could include wrong head offset choice, inadequate assembling procedure, high patient activity, inadequate information during patients counseling by surgeon leading to premature failure caused by patient behavior, patient disregarding the limits of the device or joint laxity. Based on the investigation, it is possible that the rather steep angle of inclination combined with the patient's anatomy resulted in an inappropriate distribution of force that caused movement and eventual dislocation of the insert. Nonetheless, an exact cause could not be determined from the available data. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Concomitant medical products: allofit alloclassic, shell with polar screw plug, uncemented, 52/ii; item# 4245; lot# 3038703. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to luxation.